Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that an infection occurred at the device pocket. The implantable neurostimulator (ins) and two extensions were explanted. Follow-up revealed that the cause of the infection was not determined. It was noted that the pocket was inflamed and it is unknown if the infection has been resolved; the patient will be on vancomycin for 6 weeks. If additional information is received, a follow-up report will be submitted.